Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The reported event was not replicated during analysis. However, it was confirmed to be caused by an incorrect speed setting on the compact flash.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.